Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced an iris burn during a procedure. Additional information has been requested but none has been received.

Manufacturer narrative:
The surgeon has reported an ¿iris burn¿ and feels it is due to the fact that the treatment beam did fire not in the same place as aiming beam with the laser indirect ophthalmoscope (lio). Additional information was requested with none received to date. The company representative visited the site. The customer had two lio¿s available for testing (along with the pure point system). After being tested it was found that both lio¿s were in proper working order. There was no divergence of (red) aiming and the (green) treatment beam as reported by surgeon. However, the company representative did find that field light and laser were far apart from each other. The company representative then centered the (red) laser beam in the middle of the white (surgical field) light. These laser lights are controlled by knobs on the lio itself. The operators manual includes a warning: since the aiming beam passes down the same delivery system as the treatment beam, it provides a good method of checking the integrity of the delivery system. If the aiming beam spot is not present at the distal end of the delivery system, or its intensity is reduced or it looks diffused, this a possible indication of a damaged or not properly working delivery system. If there is any doubt, contact technical services. The operators manual also provides recommendations for use: the power knob is used to adjust the treatment laser power and it functions as described below: turning the power knob clockwise increases the laser power. Turning the power knob counter-clockwise decreases the power. No further information was received regarding the laser power settings. System the system was examined and the issue the customer attributes to the reported ¿iris burn¿ was not replicated. However, it was determined that some of the laser power functions appear to have been adjusted. How or why this adjustment was made, cannot be conclusively determined. The system was tested and found to meet product specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 4, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Laser indirect ophthalmoscope (lio) the lio was examined and the reported event was not replicated. The lio was tested and found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).